Event description:
The customer reported during patient transport the ventilator went vent inop. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
(B)(4).